Event description:
It was reported that the patient had arrhythmias in the car while driving to the ER. The patient never received therapy because the treatment aborted in vf episode #24. The device "was pacing at the upper sensing rate=130 bpm, which may have compromised detection. Atrial undersensing and activity pacing caused ventricular safety pacing as several of the fibrillation sensed events to be sensed as cross-talk." It was also reported the ventricular sensed intervals were as long as 360 ms. Short intervals before fibrillation detection disabled anti-tachycardia pacing during charge which caused the therapy to abort during the charge. Some of the intervals were at 190 ms which were too short to program around. Additionally, the hospital personnel tried to resuscitate the patient, but he was pronounced dead. An hour later, family went into his room and discovered movement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The patient recovered fully and was discharged from the hospital. No further complications were reported as a result of this event. It was later reported that approximately 8 months later, the patient had one arrhythmia that was successfully treated, but patient was later found unresponsive on the couch. Patient was reported to be "brain dead." Review of manufacturer's database revealed the patient died 13 days later. The cause of death has been requested and not received. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. That data showed interference/noise and ventricular oversensing. The lifetime ventricular sensing integrity counter is 94 and all counts occurred over five days previous to interrogation. A high value of this count can indicate a possible intermittency in the system.